Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer's husband states that his wife feels well and requires no medical attention. Customer's expected blood results are 150-250mg/dl fasting. Verified the strips expire 09/13/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 459mg/dl and 466mg/dl fasting. Reviewed meter memory: 466mg/dl, (B)(6) 2015,12:08:00 pm, fasting: yes; 459mg/dl, (B)(6) 2015,12:06:00 pm, fasting: yes.